Event description:
As reported by the user facility: upon receiving device for chemo treatment, pt returned six hours later complaining of leaking of medication. Device was removed and evaluated by the hospital pharmacy. Upon eval, it was determined by the pharmacy staff the leaking was occuring at the inline filter that appears to be cracked. No known adverse affects to pt or staff.